Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-10 of lot number c1723127 / was not returned to cirl for evaluation. Documents review including IFU review: prior to distribution all x zso-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for (B)(4)of lot number c1723127 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1723127. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. The device was noted as kinked before use. It is also noted that a .25mm wire guide was to be used in this procedure, when a .35 mm wire guide is recommended the customer commented that the ¿before using this product for procedure, the side hole of this product pigtail was kink. They cuoldn't pass the wire guide in to the zso.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the incorrect wire guide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use.